Event description:
It was reported by repair work order that the fowler was drifting due to the fowler motor malfunctioning. No adverse consequence or clinically relevant delay in treatment was reported.